Event description:
The micro reciprocating saw was sent for evaluation due to overheating during a procedure. No further info was provided by the user facility.

Manufacturer narrative:
The customer's complaint could not be duplicated because the device had no power. Corrosion was noted within the internal components of the device.